Event description:
Stem trial became disassociated from the tibial broach, and when the broach was removed from the patient, the o-ring was missing from the broach. The o-ring was never found.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
The product associated with this reported event was not returned for examination. Product information required in retrieving the device history records for reviewing was not provided. A search of the complaint database did not reveal any trends against the product code. The investigation could not draw any conclusions about the reported instrument disassembly based on the lack of the product to examine and insufficient product information. Based on the performed investigation, the need for corrective action is not indicated. Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.